Event description:
It was reported that when the devices were used during an lobectomy procedure, the devices locked out. Another device was opened to complete the case. There was no consequence to pt.